Manufacturer narrative:
This product is manufactured in (B)(4) but is not marketed in the u.s. Diopter: -16.00. (B)(4). Conclusions: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -16.00 diopter in the patient's left eye (os) on (B)(6) 2014. Low vault was noted. The icl was explanted and exchanged for a longer lens on (B)(6) 2015. Post-op visit on (B)(6) 2015, bcva was 20/20.